Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and there was apparent explant damage. (B)(4): the distal portion of the lead was returned, analyzed and the inner insulation had breached metal ion oxidation (mio). It was noted that all conductors were distorted, the outer insulation was melted, the inner insulation had cosmetic metal ion oxidation (mio), the outer insulation had cosmetic metal ion oxidation (mio), the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, there was a white substance on the outer insulation and the lead was stretched.

Event description:
It was reported that the right ventricular (rv) lead had increasing pacing thresholds. The rv lead was explanted and replaced. The right atrial (ra) lead was explanted with no problems, returned to the manufacturer, analyzed, and tested out of specification. The ra lead was replaced. No patient complications have been reported as a result of this event.